Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The received device had the cannula assembly deployed and the formed needle retracted. The pod generated an 0x1c expired pump alarm after operating for 80 hours. Inspection of the needle mechanism found no issues that would prevent the needle from retracting, however it cannot be determined when the needle retracted. A root cause for the reported failure to retract the needle could not be determined. The distal end of the soft cannula was found severed and the soft cannula was measured to be out of specification. A leak test found another tear in the soft cannula near the distal tip of the formed needle. It cannot be determined when or how this damage occurred. No other issues were observed during the investigation.